Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1317006) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Follow up report is being submitted to remove heparinized saline flush.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right bifurcation via a 6f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with a heparinized saline flush. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient was transferred to her room at 10:52am with hemostasis noted. At 12:52pm during the patient's check up, a 12cm hematoma was noted on the right inner thigh. Manual compression was held for 25 minutes. Towards the end of the compression duration, the patient experienced a vasovagal episode. The patient's blood pressure dropped and atropine was administered. The patient's blood pressure returned to normal levels and hemostasis was achieved. The patient was hospitalized due to a scheduled open heart surgery.